Event description:
There is a noted overall increase in trend of broken broviac hickmans. While we know this can be a consequence, especially in the pediatric population, we are filing the reports due to an increased trend. Our health system has also notified cr bard and provided them with the events. Event #1 [redacted date]. Patient's white lumen of broviac accessed to give med. As rn began to flush line, lumen cracked at point of attachment between clamp and cap. Lumen immediately clamped, taped at site of crack. Md and hem/onc nurses immediately contacted. Surgery consulted, declared red lumen safe to use. 7 fr double lumen broviac, ref 0600570, lot unknown. Event #2 [redacted date] patient found with broviac to l saphenous vein clamped on thin proximal area with bubble present distally to clamp. Bubble taut. 1.5cc of fluid aspirated while clamped and bubble de-inflated. Blood return present but discoloration, pink, noted to thin area of line. Pedi md called to bedside and surg md then to bedside to assess. No areas of leakage noted. Line flushed and when extra pressure added, new bubble formed in same area. Rn able to remove fluid again and flushed slowly/ without force. Patient will need line repair. 4.2 fr single lumen broviac, 0600540. Event #3 [redacted date] repaired in the ed. 4.2 fr single lumen broviac, 0600541. Event #4 [redacted date] repaired at bedside by pediatric surgery. Infant patient. 7fr double lumen broviac ref 0600570, hugz1457. Manufacturer response for single and double lumen hickman catheters, single and double lumen broviac hickman catheters (per site reporter).